Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 4 while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. The hp would finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted if additional information becomes available.